Event description:
The patient underwent open heart cardiac bypass surgery two years ago. The patient recently became symptomatic from aortic valve insufficiency. The patient was returned to surgery last month for aortic valve device failure and revision with an aortic valve replacement.